Event description:
It was reported that on (B)(6) 2004 the patient underwent an acdf with osteophytectomy c3-4, c4-5, c5-6, insertion of interbody cage devices and bmp for fusion, c3-4, c4-5, c5-6 anterior plate stabilization c3-c6 and did well after his surgery. He returned on (B)(6) 2005 and felt that he was completely improved and resolved from his cervical myelopathy. The xrays showed solid fusion from c3-7 with one of the c3 screws backing out approximately 1 thread. It was reported on (B)(6) 2005 pain and difficulty swallowing, pain sensation on the right side of neck/submandibular. On (B)(6) 2005, the patient underwent CT scan of the cervical spine showing the screw on the left at c3 has withdrawn approximately 4mm. Bone graft material is noted at c3-c4, c4-c5 and c5-c6. It is reported to be difficult to determine if there is a solid fusion although at c3-c4 it does not appear to be solid completely throughout nor at c4-c5 and c5-c6. On (B)(6) 2011, the patient presented to the ER with complaint of extremity numbness and burning sensation in his hands and his feet. The patient stated about 5 weeks prior while getting into bed he hit his head on the headboard and since that time he began to have gradual onset of the buring sensation that would start distally in his hands and work its way up to his elbows and distally in his fee and work its way to his knees. He underwent a CT of the cervical spine and myelogram showing anterior fusion with internal fixation, which extends from c3-c7. The fusion appears to be solid from c4 down to c7. However, the fusion at c3-c4 is not sold and there is a persistent lucency throughout the disc space at this level. The fusion cage is in place, but there is no solid bone in or around the fusion cage. The screws in the upper portion of the internal fixation plate have migrated. There is broad base bulging of the disc with compression of the dural sac ventrally at c2-c3. C3-c4 there is probable cord compression by posterior osteophyte formation and there is foraminal stenosis bilaterally due to uncovertebral joint spurring. C4-c5 and c5-c6 there is some broad based posterior osteophyte formation with compression of the dural sac ventrally in. C6-c7 there is mild posterior osteophyte formation. C-3-c4 fusion is failed.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.